Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08740 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance on multiple occasions due to high blood glucose with blood glucose of 414 mg/dl at the time of one of the incidents. The customer was at 130 mg/dl at the time of the call. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump under delivery. Troubleshooting was not completed but the pump did not detect the occlusion when the customer knotted their infusion set tubing. The insulin pump will be returned for analysis.